Event description:
It was reported that during implant of this lead, the helix was unable to be extended. It was reported that the sheath had been torn away, so the lead was unable to be removed. The lead was cut and a portion was surgically abandoned and a portion was removed. Another lead was successfully implanted. No adverse patient effects were reported. The cut and removed portion of the product has been received for analysis.

Manufacturer narrative:
The lead was returned in two segments severed 65 millimeters (mm) from the terminal end totaling 590 millimeters (mm) in length. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.